Event description:
It was reported that the patient underwent cerebral angiography during which angiography noted 85% stenosis of the left internal carotid artery (ica). An unspecified 0.014 guide wire was placed and 4.5 mm accunet embolic protection device was placed. Pre-dilatation was performed with a 5.0 x 30 mm non-abbott balloon. The 8.0 x 40 mm acculink stent was implanted. No post-dilatation was performed. No adverse patient effects were noted and the patient was successfully returned to the ward. Upon review of the films, it was noted that the stent appeared to be under expanded with a possible stent fracture. No treatment was reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.